Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said it is not working too well. They dropped the device a couple times. Patient's communicator is not working. They had it on 1.01 and it was not stimulating well. There was stimulation on right lower buttocks but doesn't feel it anywhere else. The patient got a shooting pain, like shocks in leg and stuff like that. It occasionally hits them and causes a little shock. Troubleshooting asked if it occurs when patient changes positions and they said yes, when laying down. The doctor's office said the higher they go, the better it would be. The therapy worked fine after surgery until the end of june. Stimulation went away and patient didn't feel it very much. Coming june/july, patient started having incontinence. The symptoms never stopped or slowed down. They turned up their stimulation to 1.01 in office. The staff said patient should feel the stimulation. Patient wakes up in morning and, before they get to the bathroom, they have a bladder accident. The doctor told them that they have a heavy flow. Patient is also not able to squeeze when their bowel starts to stop it. Patient has been on program 1 since implant and is still on the same program. The doctor is not satisfied with the patient's results. Patient is getting an appointment to see the doctor. Next time the patient comes in they are going to change the program. Patient is going to wait and talk to the doctor at their appointment. Troubleshooting reviewed that if they can connect handset and communicator to the stimulator the handset and communicator are working fine. Troubleshooting explained they might just need to find the right program or setting. The patient's relevant medical history included patient had back problems and doesn't want to hurt a nerve in their back.

Manufacturer narrative:
Concomitant medical products: product ID: tm90p0, date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.